Event description:
A 3.0 mm x 15 mm length endeavor rx drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of a lad lesion. Lesion morphology was reported to be a 90% stenosis lesion. The lesion was pre-dilated. It was reported that the physician inserted the endeavor sds and was attempting to reach the lesion site, however he was unable to cross the lesion. The physician tried to push the stent to the lesion site, when the stent dislodged. It was reported that the physician was unable to retrieve the stent. Pt was taken to emergency bypass surgery where the stent was removed. The pt is stable. Eval summary: medtronic has rec'd the device and its analysis has been completed. An unidentified sheath was present of the balloon of the device. The shaft of the device was kinked distal to the strain relief. The damaged/squashed stent was returned within a plastic pouch. Five segments on side a were not damage. Two segments on side b were not stretched, but struts on the first segment were raised. The balloon of the delivery sys had not been inflated. There was clear evidence of crimp foot prints on the balloon working length. The mid section of the stent was severely stretched. The last segments on each end on the stent did not appear stretched, however as stent was flattened. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed prod.

Manufacturer narrative:
Conclusions: stent dislodgement. IFU notes that if resistance is encountered do not use force.